Event description:
It was reported that the device was disconnected from the yellow winged clamp during continuous patient-controlled analgesia use. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection revealed that the catheters and connectors were not assembled. The connectors were in the fully engaged position (closed) upon receipt. The samples were tested as an assembly. Both assemblies failed to remain assembled when tested. While consideration may be made to account for the condition of the used samples prior to testing, the separation of the components confirmed the complaint. However, the root cause for this separation could not be determined as a result of this investigation. Actions were taken to mitigate the reported issue: monitor this type of complaints or trends. D4: UDI information is unknown. G5: premarket (510k) number is unknown. E4 is unknown.